Manufacturer narrative:
The production of this unit was stopped in 2001. This is the only known incident of this kind. We have provided salon owner labeling to place on unit to avoid future occurrences.

Event description:
Complainant closed the door of the tanning unit on her foot while entering the unit. She received 5 stitches on her heel.